Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940-52 lead, implanted: (B)(6) 1999; 6936-65 lead, implanted: (B)(6) 1994; etlw1613c124e stent graft, implanted: (B)(6) 2013; enbf3616c166e stent graft, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014 the sensing integrity counts up to 10 and there were high-rate non-sustained episodes with evidence of lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing with several short interval counts (sic). A few weeks later, the patient was inappropriately shocked due to oversensing on the rv lead. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.